Event description:
As reported: on april 1, 2026, in interventional neuroradiology, the coil deployed within the microcatheter. The coil detached into the lumen of the microcatheter. Case was completed by using another coil. The entire system was withdrawn, and the second coil was successfully used. There were no consequences for the patient. The incident was isolated.

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.